Event description:
Sensing difficulty, defibrillated/electro-cautery

Manufacturer narrative:
Follow-up with the user facility revelaed that this event did not meet their MDR reporting, threshold. Pacemaker device - failure mode envanesced during analysis.